Manufacturer narrative:
(B)(4).

Event description:
Pt's mom reports signal loss on (B)(6) and tandem pump.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage.